Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected power loss. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer stated that the insulin pump had diminished battery life, failed few battery test and insulin pump rejects new batteries. Customer stated that the backlight was dimmer than before and battery cap was worn. Customer stated that the motor was sluggish during rewind. Customer stated that the insulin pump had random unexplained no delivery alarms. The device will not be return for analysis.